Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when clipping duct, the clip deployed but seemed to lock down. The applier could not pull back off the clip. There was no patient injury.